Event description:
Per the info provided to co by the physician's office, the device was removed due to "a hole in the tubing-right cylinder." As reported to co, the entire device was removed and replaced with the same model device, produced by the same MFR.